Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 months post implant it was reported that while in the hosp, the pt suffered an intracranial hemorrhage in the right hemisphere. The pt had a cerebral stroke with symptoms of a "headache, nausea, and visual field defects." The pt's anticoagulation regimen included warfarin and aspirin (asa). The pt did not undergo any surgical treatment, but was treated with medication. The cause of the event was reported as unk.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The pt remains on lvad support with the pump. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.